Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation after eight days of patient use. There was no delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was kept by the hospital. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 29th complaint for this part number: 12 due to dislocation, five for instability/poor joint, four due to infection, three for a labeling error, one hematoma, one due to dissociation, one revision, one off-label use, and one due to wear. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient dislocated her shoulder a few days after the initial surgery. There was no failure with the poly; the surgeon changed the size to prevent future dislocations.